Event description:
It was reported to philips that the device's x-ray tube failed, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned coronary procedure was completed by restarting the system. Analysis of the log files could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse found that x-ray tube was defective and replaced it. The defective x-ray tube was returned for analysis and part analysis indicated that the grid switch failed, the investigation showed that the tube failed with an insulation problem between filament and cathode head due to a partial small filament short circuit leading to error messages showing grid switch failures or tube current out of range. After the replacement of x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.